Event description:
While attempting to insert the anchor for the labral repair it dislodged upon insertion and could not be found visually with the arthroscope. Another anchor was open and utilized correctly to complete the procedure. The initial anchor that was dislodged was not found and remained in the patient. Arthrex anchor biocomposite pushlock 2.4x11.3mm exp 04/30/2021, ref# (B)(4). Surgery completed with no further complications, dressings applied and patient taken to pacu.